Manufacturer narrative:
This is being reported as a serious injury due to broken rivet on implanted plate. Investigation could not be performed due to the device remaining implanted in patient.

Event description:
During a clinical follow-up the doctor noticed a rivet was broken on a simplicity plate that was originally implanted (B)(6) 2017. Two weeks post-op was (B)(6) 2017. Clinical was 6 weeks post-op, dated (B)(6) 2017. Revision surgery to be performed to remove screw that is backing out. It should be noted that during the procedure, the plate was not bent.